Manufacturer narrative:
Device passed displacement test. Hardware low level failures error alarmed during self test and confirmed in device history with variable due to cold solder joint at pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm.. Customer's blood glucose level was unknown. The customer stated that this was the second occurrence of the pump error. The customer stated that self test was performed for the pump error. The insulin pump will be returned for the analysis.